Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed for difficult grasping and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was reported that the patient anatomy included the following: the posterior leaflet was thick, calcified and restricted, while the anterior leaflet was extremely thin and with a flail. The patient history included multiple heart failure hospitalizations and the patient was previously denied for mitraclip procedure, due to the patient anatomy, and the patient was treated with medication only. The decision was made to attempt the mitraclip procedure as the patient was recently re-hospitalized with decompensated heart failure. The first clip, cds0701-ntw, was advanced into the anatomy. Grasp attempts were made; however, due to the patient anatomy, the leaflets were difficult to grasp. The physician attempted both simultaneous and independent grasping, but was unable to grasp the leaflets. The device was removed without resistance. It was noted that there was possible chordal damage. No intervention was performed to treat the chordal damage. The second clip, cds0701-xtw, was advanced into the anatomy. Grasp attempts were made to grasp the leaflets at a lateral location. The clip was able to grasp the leaflets; however, a residual jet was noted. The decision was made to release the grasp and try a location more laterally to the original location. Difficulty was noted grasping the leaflets and the physician was unable to verify leaflet insertion. The clip was then moved back to the original location. The clip grasped the leaflets and the mr was reduced slightly, from grade 4+ to grade 3.5+. The clip was implanted and possible chordal damage due to the grasp attempts was noted; however, no additional intervention was performed to treat the chordal damage. The third clip, cds0601-xtr, was advanced into the anatomy. Grasp attempts were made, at the more lateral location where the residual jet was noted. Difficulty was noted, due to the patient anatomy and the clip was able to grasp the leaflets; however, the anterior leaflet came out of the clip. The clip was not implanted and the device was removed without issue. It was noted that there was possible chordal damage due to the grasp attempts and anterior leaflet damage, as the leaflet appeared frayed. No intervention was performed to treat the chordal damage. The procedure ended with one clip implanted and the mr reduced to grade 3.5+. The patient was in stable condition post procedure. It was reported that the procedure took 3 hours to complete; however, there was no adverse patient effect related to the length of the procedure. After the procedure, the patient condition continued to decline and developed pulmonary issues, related to the decompensated heart failure. Two days post procedure, on (B)(6) 2020, the patient died. The physician deemed the patient's death as unrelated to the implanted mitraclips, but possibly the anesthesia contributed to a worsening of the patient's condition. No additional information was provided.

Manufacturer narrative:
The device was not returned as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage as listed in the instructions for use (IFU), g4 mitraclip, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported positioning failure (grasping and capture) appears to be due to challenging patient anatomy. The reported tissue damage appears to be due to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.